Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector experienced component separation, and a defective tubing clamp. The following information was provided by the initial reporter: the issue I had with all extension tubing sets were that they came apart at the seal. I did have one where it came apart at the seal and the clamp would not work. Leakage noted with flushing and blood return in tubing. In the one case, the clamp was also defective and would not clamp, therefore I had an open IV line attached to the patient.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of disconnection at the seal could not be verified due to the product not being returned for failure investigation. Device history record review for model mp5301-c lot number 22099283 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector experienced component separation, and a defective tubing clamp. The following information was provided by the initial reporter: the issue I had with all extension tubing sets were that they came apart at the seal. I did have one where it came apart at the seal and the clamp would not work. Leakage noted with flushing and blood return in tubing. In the one case, the clamp was also defective and would not clamp, therefore I had an open IV line attached to the patient.

Manufacturer narrative:
Initial reporter name and address: initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.